Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect hv module was returned. Extensive testing of the module was unable to duplicate the reported malfunction. Zoll received information indicating the replacement of the module corrected the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed a dashed baseline. Complainant indicated that there was no pt involvement in the reported malfunction.